Event description:
It was reported by service report that the bed was not zooming correctly; push control bar forward caused the bed to go backwards. No pt involvement or adverse consequences are reported.